Event description:
Gentle vac was used to assist in the birth of the baby. This is not the standard or even second often used vacuum assist. The suction end has a plastic piece (disk) that should be removed prior to use. It looks differently than the other device's plastic pieces that need to be removed and not easily differentiated by staff. There is print on the removable disc stating to remove prior to use, but it is just raised print in the same color as the disk and difficult to see by staff. A picture is available. In this case the disk was not removed prior to use and when the baby was born the disk was on her head and left minor scratches.====================== health professional's impression======================the disk that should have been removed was not because it wasn't obvious based on the way it is designed and the less than easy to read print.